Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
There has been a decrease in hearing performance with the device starting approximately in (B)(6) 2020. The user had swelling over the implant site in (B)(6) 2020. The physician prescribed antibiotics and after 3 days the swelling went away.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
There has been a decrease in hearing performance with the device starting approximately in (B)(6) 2020. The user was successfully re-implanted on the (B)(6) 2020.